Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip was deployed but failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.